Manufacturer narrative:
(B)(4).

Event description:
It was reported that readings were low out of range for the impedance value. It was reported that there was an eri message. Add'l info has been requested, but was not available as of the date of this report.